Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient was in a car accident which damaged his shoulder and the right ventricular (rv) lead. This occurred a year previous to the observed out-of-range pace impedance measurements. This product remains implanted but remains programmed off. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms, as well as oor shocking impedances of greater than 200 ohms. Additionally there was noise noted on the lead which lead to nonsustained events. As the patient has no insurance they are refusing treatment. The device was electrically turned off to avoid any additional issues with the lead and the patient is aware of the complications that could arise should they need therapy while the device is programmed off. To date, no adverse patient effects have been reported.